Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead exhibited high thresholds. Acceptable sensing and threshold measurements could not be achieved, and multiple positions were attempted. It was also reported placement difficulty occurred. The rv lead was removed and replaced with a different lead and positioned appropriately and satisfactory measurements taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.